Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a literature article on a comparative performance review between ventricular aveir and micra leadless pacemakers (lp) that the aveir lp tended to show higher pacing thresholds and decreased amplitude sensing compared to the micra. The aveir lp and micra lp had no statistically significant differences in occurrences of effusion, tamponade, and dislodgement.